Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental, mid and lower abdomen on (B)(6) 2019 and (B)(6) 2019 using the legacy coolmax and coolmini applicators and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental, mid and lower abdomen on (B)(6)2019 and (B)(6)2019 using the legacy coolmax and coolmini applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11 - corrected data: d1

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental, mid and lower abdomen on (B)(6) 2019 using the legacy coolmax and coolmini applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/12/2023. Corrected data: a.2, b.3, b.5, b.7. Clarification to b.5: treatment month corrected to july.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the submental, mid and lower abdomen areas on (B)(6) 2019 using the legacy coolmax and coolmini applicators. The patient later developed paradoxical hyperplasia (ph) in the mid and lower abdomen.